Manufacturer narrative:
Concomitant medical product: addr01 ipg, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead bipolar impedance was low. The lead has a known insulation breach. The lead was programmed unipolar and remains in use. No patient complications have been reported as a result of this event.